Event description:
Reportedly, after firing, the instrument could not be removed. The surgeon could rotate the instrument to the right and left side. Finally, it could be rotated completely, but still not be removed. The surgeon decided to open the instrument completely thus disengaging the anvil. The anvil was then pulled out wiht a clamp. A bit of tissue was hanging on the head, which finally tore off. The two rings were complete. Procedure:; unk.